Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the accessory involved with this complaint and found the drape was found to have a labyrinth seizing/sticking/friction issue preventing installation/rotation.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure after the first instrument arm drape, the customer replaced it and set it again. The customer tried to turn the boom head again, but it did not turn at all. The customer immediately called the intuitive surgical representative number and relayed the situation. At the same time, the scrub nurse removed all the discs of the instrument arm drape and reassembled them. However, the boom did not turn. The customer took out the drape of the boom head again, reassembled it, and tested it. It did not work. The customer completely turned off the robot single port (sp) system and tried again after rebooting it. It did not work. The intuitive surgical representative number instructed me to replace it with an sp instrument arm drape with a different serial number and try draping. When I did as recommended, the robot worked. The customer was informed that there were defects occurring worldwide where the head of the sp robot instrument arm drape does not turn. This process took about an hour and a half with the patient's abdomen open. The procedure was completed with no reported injury.